Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. C64466) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 857 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue / terrible fatigue with a feeling of having a body of an 80-year-old"), burnout syndrome ("burnout"), tendon pain ("achilles tendons pain"), arthralgia ("elbow pain/ shoulder pain / very intense burning sensations in the joints (including nighttime"), tinnitus ("tinnitus"), dizziness ("dizziness"), gait disturbance ("difficulty walking with shortness of breath"), dyspnoea ("shortness of breath"), concentration impairment ("difficulty concentrating"), aphasia ("difficulty finding words"), paraesthesia ("tingling in the hands and feet"), flushing ("facial flushing"), oedema peripheral ("oedema of the extremities (feet and hands)"), attention concentration difficulty ("difficulty focusing attention"), genital haemorrhage ("bleeding") and depression ("constant depression") and was found to have weight increased ("severe weight gain"). An unknown time later she experienced impaired work ability ("debilitating symptoms leading to work incapacity"). Essure treatment was not changed. At the time of the report, the fatigue, depression and impaired work ability had not resolved. The outcomes for pelvic pain, burnout syndrome, weight increased, tendon pain, arthralgia, tinnitus, dizziness, gait disturbance, dyspnoea, concentration impairment, aphasia, paraesthesia, flushing, oedema peripheral, attention concentration difficulty and genital haemorrhage were unknown. No causality assessment was received for essure with regard to fatigue, burnout syndrome, weight increased, tendon pain, pelvic pain, arthralgia, tinnitus, dizziness, gait disturbance, dyspnoea, concentration impairment, aphasia, paraesthesia, flushing, oedema peripheral, attention concentration difficulty, genital haemorrhage, depression or impaired work ability. The reporter commented: hysterectomy planned. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-aug-2023. The most recent information was received on 10-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. C64466) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 857 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), genital haemorrhage ("bleeding"), fatigue ("chronic fatigue / terrible fatigue with a feeling of having a body of an 80-year-old"), depression ("constant depression"), burnout syndrome ("burnout"), dyspnoea exertional ("difficulty walking with shortness of breath"), oedema peripheral ("oedema of the extremities (feet and hands)"), tendon pain ("achilles tendons pain"), arthralgia ("elbow pain/ sholder pain / very intense burning sensations in the joints (including nighttime"), tinnitus ("tinnitus"), dizziness ("dizziness"), concentration impairment ("difficulty concentrating"), aphasia ("difficulty finding words"), paraesthesia ("tingling in the hands and feet"), flushing ("facial flushing") and attention concentration difficulty ("difficulty focusing attention") and was found to have weight increased ("severe weight gain"). An unknown time later she experienced impaired work ability ("debilitating symptoms leading to work incapacity"). Essure treatment was not changed. At the time of the report, the fatigue, impaired work ability and depression had not resolved. The outcomes for pelvic pain, genital haemorrhage, burnout syndrome, dyspnoea exertional, weight increased, oedema peripheral, tendon pain, arthralgia, tinnitus, dizziness, concentration impairment, aphasia, paraesthesia, flushing and attention concentration difficulty were unknown. No causality assessment was received for essure with regard to fatigue, burnout syndrome, weight increased, tendon pain, pelvic pain, arthralgia, tinnitus, dizziness, dyspnoea exertional, concentration impairment, aphasia, paraesthesia, flushing, oedema peripheral, attention concentration difficulty, genital haemorrhage, depression or impaired work ability. The reporter commented: hysterectomy planned,. Lot number: c64466 manufacture date:2014-06 expiration date: 2017-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-aug-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female], bleeding [genital bleeding], chronic fatigue / terrible fatigue with a feeling of having a body of an 80-year-old [chronic fatigue], debilitating symptoms leading to work incapacity [inability to work], constant depression [depression] , burnout [burnout syndrome] , difficulty walking with shortness of breath [dyspnoea exertional], severe weight gain [weight gain], oedema of the extremities (feet and hands) [oedema of extremities] , achilles tendons pain [achilles tendon pain] , elbow pain/ sholder pain / very intense burning sensations in the joints (including nighttime [shoulder pain], tinnitus [tinnitus] , dizziness [dizziness] , difficulty concentrating [concentration impairment] , difficulty finding words [word finding difficulty], tingling in the hands and feet [tingling feet/hands], facial flushing [facial flushing] , difficulty focusing attention [attention concentration difficulty] , case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 01-aug-2023. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 52-year-old female patient who had essure inserted (lot no. C64466) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 857 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("bleeding"), fatigue ("chronic fatigue / terrible fatigue with a feeling of having a body of an 80-year-old"), depression ("constant depression"), burnout syndrome ("burnout"), dyspnoea exertional ("difficulty walking with shortness of breath"), oedema peripheral ("oedema of the extremities (feet and hands)"), tendon pain ("achilles tendons pain"), arthralgia ("elbow pain/ sholder pain / very intense burning sensations in the joints (including nighttime"), tinnitus ("tinnitus"), dizziness ("dizziness"), concentration impairment ("difficulty concentrating"), aphasia ("difficulty finding words"), paraesthesia ("tingling in the hands and feet"), flushing ("facial flushing") and attention concentration difficulty ("difficulty focusing attention") and was found to have weight increased ("severe weight gain"). Essure was removed on (B)(6) 2023. On unknown date she experienced impaired work ability ("debilitating symptoms leading to work incapacity"). The patient was treated with surgery (essure removal). At the time of the report, the fatigue, impaired work ability and depression had not resolved. The outcomes for pelvic pain, genital haemorrhage, burnout syndrome, dyspnoea exertional, weight increased, oedema peripheral, tendon pain, arthralgia, tinnitus, dizziness, concentration impairment, aphasia, paraesthesia, flushing and attention concentration difficulty were unknown. No causality assessment was received for essure with regard to fatigue, burnout syndrome, weight increased, tendon pain, pelvic pain, arthralgia, tinnitus, dizziness, dyspnoea exertional, concentration impairment, aphasia, paraesthesia, flushing, oedema peripheral, attention concentration difficulty, genital haemorrhage, depression or impaired work ability. The reporter commented: hysterectomy planned, lot number: c64466 manufacture date: 2014-06 expiration date: 2017-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: reporter lawyer, essure removal date added, annex g, annex f, e updated. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.